Event description:
The pump was returned for investigation. Investigation revealed the display screen is faded. This report is made based on results of investigation completed on 10/24/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: multiple low battery warnings and one replace battery alarm observed in black box. Evidence of a partially discharged battery being installed observed in black box on (B)(4) 2013. The battery compartment was intact. The battery cap is able to fully tighten. There was no evidence of moisture contamination observed in battery compartment or on battery cap. A power loss was not observed. The current draws within specifications. The pump case was removed and no evidence of moisture contamination found inside pump. The display is faded, discolored and very difficult to read. Investigators replaced faded display with test display. The test screen is fully functional and is fully illuminated with no visible signs of fading or discoloration. (B)(6).